Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was an open pulse wire between ECG a and front therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was experiencing check therapy electrode messages.